Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a patient suffered a desaturation while connected to a nasal cannula. The users found disconnection, but report that the affected device did not alarm. Event occurred 09-22-24 late at night or early in the morning on 09-23-24. It was confirmed - there was no serious patient injury. At the present time a device malfunction that led to the reported event cannot be excluded. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Event description:
It was reported that a patient suffered a desaturation while connected to a nasal cannula. The users found disconnection, but report that the affected device did not alarm. Event occurred on 09-22-24 late at night or early in the morning on 09-23-24. It was confirmed - there was no serious patient injury. At the present time a device malfunction that led to the reported event cannot be excluded. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The reported event was analyzed for investigation. No logfile, no further information was provided from the customer. According to the investigation result, no device malfunction has been identified. During spontaneous o2 therapy, only the inspiratory o2 concentration and the inspiratory pressure are monitored. Obviously, the user was not aware about the device behavior during o2 therapy and expected that a disconnection of the tube would cause a disconnection alarm. The device behavior during o2 therapy is described in the IFU in the chapter "o2 therapy". Based on the analysis, the described event can be related to a user error. There was no indication that an internal device error has led to the described event. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.